Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that two times within two hours the delivery on the pump suspended and the pump needed to be primed. The reporter stated that the blood glucose (bg) was 46mg/dl without symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. There was no additional information at the time of this report. This report is made based on the allegation of the history settings (inaccurate delivery) issue.

Manufacturer narrative:
There was no data in the pump's black box from the date of the alleged event due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range.